Event description:
It was observed during the device inspection, that the duodenvideoscope had foreign material exciting from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Correction to the d9 of the date returned to manufacturer. The return date should be september 2, 2024. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: although that it was confirmed the presence of foreign material in the air/water (a/w) cylinder and channel, the foreign material could not be identified. Additionally, there was no physical damage was found at locations with foreign material remained. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. The preventive measure in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.